Event description:
It was reported that the right atrial (ra) lead had elevated impedances and x-ray showed an impending lead fracture. It was also reported that the right ventricular (rv) lead was non-functional and was found to be fractured on x-ray. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal segment of the lead measuring 23.5 cm was returned, analyzed, and no anomalies were found. The analyst noted that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator (ipg) (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008. (B)(4).